Event description:
It was reported that a balloon ruptured occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was used to dilate the lesion the pressure on the first inflation was unknown. During the second inflation the balloon ruptured at 20 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).